Event description:
An inflammatory mass (im) was reported near the catheter pathway. Patient also had difficulty walking. Patient had visited a neurosurgeon who confirmed the im. It was stated that "per healthcare professional a previous increase in the concentration of the drug-morphine contributed to the im".

Manufacturer narrative:
(B)(4).